Event description:
This report is being filed for the single leaflet device attachment of mitraclip (10201245/18), resulting in a second mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2013 to treat degenerative mitral regurgitation (mr) with a grade of 3, with mitral valve prolapse. One clip (10201245/18) was implanted without issue and the mr was reduced to 2. On (B)(6) 2014, the patient presented to the hospital with a single leaflet detachment (slda), and the clip was only attached to the posterior leaflet. There was no leaflet damage. The mr grade was 4. The decision was made to implant a second clip for treatment. The clip delivery system (cds 10295595/26) was prepared. There was no issue during functional testing. The keys were confirmed aligned during insertion, and no difficulty was noted. During insertion into the steerable guiding catheter (sgc), the minus knob was used to direct the device to the left upper pulmonary vein. While steering down, the clip delivery system (cds) turned in the anterior direction with m knob; therefore, the clip was deployed using the p knob. There was no resistance during advancement of the cds through the sgc and the sleeve was not deflected more than 90 degrees. There were no challenging anatomical conditions, and the issue occurred in the left atrium. The perpendicularity of the blue lines were confirmed when the cds was removed, and nothing abnormal was observed. The mr grade was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for single leaflet device attachment (slda), leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the detachment of the clip from the anterior leaflet, which was noted approximately 8 months post procedure, was due to the prolapse in the mitral valve. Based on the information reviewed, the reported difficulty appears to be related to patient/procedural conditions. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the recurrent mr was likely a result of the reported slda/incomplete coaptation of the leaflets. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue of single leaflet device attachment reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.